Event description:
On (B)(6) 2014, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately high compared to the patient¿s feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). According to the csr¿s documentation, on (B)(6) 2014 (at 7:35pm), the patient reportedly was having symptoms of sweating, tingly arms, dilated eyes, and was incoherent; and at the same time afterwards, obtained blood glucose readings of ¿111 and 119mg/dl¿ with the subject meter. Prior to the onset of his/her symptoms, it is not known what the patient¿s blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. According to the csr¿s documentation, five minutes after the alleged meter issue occurred, the patient reportedly treated herself with glucose tablets/glucose gel and food and/or drink. The patient reportedly did not test her blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Based on the information provided, it is more than likely that the patient was symptomatic prior to the start of the alleged meter issue; there is no evidence that the product caused or contributed to a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.